Event description:
According to the clinic, the patient developed a staphylococcus infection affecting both the middle ear and the implant site. Microbial cultures obtained from swabs of the implant site tested positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was subsequently hospitalized and treated with intravenous antibiotics; however, the condition did not resolve. Consequently, the device was explanted on (B)(6) 2026. As of the date of this report, it is unknown whether there are plans for reimplantation.